Event description:
It was reported that the patient experienced a lack of pain relief from the indirect decompression spacer. The patient underwent a procedure to have the spacer removed however, after multiple attempts by the physician to remove the spacer, the physician decided to try again at a later date. A few days later, the physician was able to successfully remove the spacer. Post operatively, the patient was doing well.